Event description:
On (B)(6) 2004, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012 imaging showed a proximal type I endoleak. Aneurysm growth was suspected but not confirmed. On (B)(6) 2012 the pt underwent a reintervention where aptus endostaples were added to the proximal end of the endograft system. The endoleak was resolved.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.